Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While servicing the device at philips the repair technician found damaged pins on the battery pca. There was no patient involvement.